Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, this right ventricular (rv) lead exhibited increased pacing thresholds and high out of range pacing impedances greater than 2000 ohms. A chest x-ray was obtained that confirmed the rv lead had dislodged. A revision procedure was scheduled and this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.